Event description:
It was reported that the patient presented in the operating room for an implant procedure. During the procedure, the right ventricular lead impedance was noted to be high. The lead was not used and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.